Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the master/follower (mf) configuration was no longer on the central control monitor (ccm) of the perfusion system. As a result, an alternate system was employed. The surgical procedure was completed successfully, and ther were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The below issues were also experienced during the same case: flow error in red bars at the top of the ccm screen after powering the system on for the second time. The perfusionist (ccp) had received an "occluders: 1 fail" message in red bars at the top of the ccm screen after powering the system on for the third time. During the repair visit, the filed service rep (fsr) verified the system had only older configuration was available for use. The fsr went into the configuration and the master/follower (mf) configuration was there, but it had a status of "no" for ready to use. It had a save the date of (B)(4) 2013. The fsr loaded the backup copy of the mf configuration from the pcmcia card and confirmed its parameters with the ccp. He spoke with another ccp and she confirmed that she had been in the configuration recently.